Event description:
On 12/01/2000, the MFR's attorney informed the MFR's director, regulatory affairs that a claim has been received regarding the device in question. The device appears to have been implanted in 1999, and stayed in for awhile. On 12/06/2000 the MFR received a fax from the MFR's insurance claims examiner that states the following: the pt suffered from esophagus cancer, and in 1999, was implanted with the device in question. In 1999, the pt was hospitalized with a high fever, chills and a diagnosis was made of sepsis. On two occasions in 1999, pt was hospitalized again due to the same medical problems and prevailing sepsis. On 10/1999, pt was hospitalized another time due to prevailing sepsis, and later in 1999, the device was removed. After said removal and upon close examination of this medical device, it was discovered for the first time that the catheter was defective and had a small hole that produced leakage. Still later in 1999, the pt was again hospitalized with high fever and an abscess on the right side of the lung. The report also states that the pt passed away in 2000. No further details were provided at this time.